Event description:
On (B)(6) 2009, the pt reported that she has noticed a few incidents where she programmed a bolus and later when she checked the bolus history it lists a bolus for one unit less than what she programmed. She stated that, for example, she programmed a 3 unit bolus and she watched the display of the infusion device to confirm she programmed 3 units, but the bolus history lists a bolus for 2 units. She reported that she must press the up and down buttons several times before they respond. She stated that the infusion device has been dropped a few times and it has not been exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product requested to be returned for evaluation.